Manufacturer narrative:
It was reported that during patient treatment, the device alarmed and the delivery of air gas stopped, and then immediately restarted and returned to normal. The same event reoccurred several times. Information was received later on stating that the issue was due to the external air compressor device, not the ventilator. Our ventilator is designed to automatically switch over to pure oxygen delivery if the air gas supply would fail during patient treatment. The ventilator device logs were not returned for evaluation, ventilation stop can therefore not be verified during this event. According to the received information, an unauthorized third party maintenance company had poorly maintained the external compressor device. Our field service engineer informed the hospital to maintain the equipment regularly. The ventilator was working according specifications and alarmed when the air supply from the external compressor failed. H3 other text : 4114.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator stopped ventilating during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).